Event description:
The patient's mother reported that the patient has been ill and she had been programming a temp basal and reports at times her temp basal has cut off. She reports that on (B)(6) the temp basal reverted back to a 0 unit per hour rate. She reports that they have not primed or suspended the pump at the time. She also reports that there was an interruption at 8:57 am on (B)(6). The patient's mother said she's concerned the pump will turn the temporary basal off again without warning. There was no reported patient impact as a result of the issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on to the verification screen with functional auditory and vibratory alarms. No hypersensitive keypad buttons were observed during testing. A review of the pump history indicated the temp basal program was cleared on (B)(6) 2011 due to a cartridge rewind and load being performed. The history indicated the temp basal program on (B)(6) 2011 was canceled; there is no clear indication of why it was canceled. The pump was exercised for 24 hours with no delivery issues; the temp basal program ran appropriately during testing. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.